Manufacturer narrative:
The used device could not be analyzed since it was discarded by the user facility. Three lot numbers were reported by the facility, because the facility was unsure which lot number of the product was used when the incident occured. Those reported three lot numbers were in the facility at the time. The device manufacture dates and expiration dates for each lot number are as follow. The device manufacture date is 2017/07/11 and expiration date is 2020/07/09 for qg787y; the device manufacture date is 2017/09/27 and expiration date is 2020/09/25 for ug9q9s; the device manufacture date is 2017/05/23 and expiration date is 2020/05/21 for ug5l5n. We investigated manufacturing and quality control records based on those lot numbers. According to the investigation, no potential for malfunction was found. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". We decided to report this incident since we consider blood leak from the arterial header is an incident which might cause serious injury to the patient. We have been performing the risk analysis and will submit a follow-up report as soon as it is prepared.

Event description:
On (B)(6) 2018, the patient was given the treatment with hemodialysis (hd) using rexeed-25s. The treatment was given via arteriovenous fistula for 3 hours 50 minutes with 3000u/hour of maintained heparin. The venous pressure averaged from 210 to 240mmhg for the entire treatment and was recorded at 240mmhg 15 minutes before the incident. The nurse cleared an arterial pressure alarm about 5 minutes before the incident and the machine alarmed again. The nurse went over to the machine to clear the alarm and noticed blood leak at the arterial header of the dialyzer. The patient's blood was unable to return. None of the medical intervention, hospitalization, and blood transfusion was required as well as no changes in medications, erythropoietin, as patient's condition was stable.

Manufacturer narrative:
Out of 9 submitting reports to FDA, MFR report #: 8010002-2018-00030, 8010002-2018-00050, 8010002-2018-00060, 8010002-2018-00070, 8010002-2018-00080, 8010002-2018-000100, 8010002-2018-00110, 8010002-2018-00130, and 8010002-2018-00165, 2 actual complaint samples were returned to be analyzed, MFR report #:8010002-2018-00050 and 8010002-2018-00165. The result of inflicting air pressure on the actual collected product, air leakage was detected between the arterial header and housing portion of defect welding parts. We decided that the incident of blood leakage was caused by this defect of welding. Also, we investigated the manufacturing and quality control records of complaint products based on all lot numbers. According to the investigations, no potential for malfunction was found. To reconfirm if the products meet product standard, air pressure test was conducted on the same products which were manufactured the same line as complaint products and the header leakage did not occur even though pressure of 100 kpa was applied. Therefore, we judged that pressure capacity of the products is guaranteed as well as products are within the range of product standard. The incidents of these header leakage occurred at the 4 facilities and 7 out of 9 incidents were reported from the same 2 facilities, 5 incidents from (B)(6) and 2 incidents from (B)(6) in u.s.